Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿long-stem versus short-stem preformed antibiotic loaded cement spacers for two-stage revision of infected total hip arthroplasty¿ by carlo l. Romanò, et al, published by hip international (2010), vol. 20, no. 1, pp. 26-33. The aim of this prospective, comparative study was to assess the safety and efficacy of long stem versus short stem preformed spacers used in 2-stage revision between 2000-2007. Implanted depuy products: s-rom femoral stems and heads were implanted after removal of the competitor antibiotic cements spacers were removed. This complaint will capture the outcomes of the r-rom stem, head, and sleeve. Results: 1 femoral nerve palsy- treatment unknown 3 postoperative thromboembolisms- treatment unknown 2 revisions of the stem, head, and sleeve for infection 1 stem and sleeve revision for stem loosening captured in this complaint: s-rom stem and sleeve: implant loosening. Femoral head: no reported product problem. Patient harms: thromboembolism, infection, nerve injury, medical device removal, surgical intervention. "